Manufacturer narrative:
On 11apr2019 it was detected that this MDR was originally submitted with the b1 field as "both adverse event and product problem." However, this was incorrect. There was no product problem, adverse event only.

Manufacturer narrative:
Patient weight was unavailable from the user facility. Device lot# could not be obtained from the site. Device expiration date cannot be determined without the lot#. Device manufactured date cannot be determined without the lot#. The device was discarded by the site. No allegation of a philips product malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that during a cardiac lead management procedure to extract 2 infected implantable cardioverter defibrillator (ICD) leads a spectranetics 14 fr glidelight laser sheath was utilized to remove the pace/sense lead. An outer sheath was used after no further progression at superior vena cava (svc) junction. They moved to the second ICD lead and up-sized to a 16 fr glidelight laser sheath 500-303. The second lead was successfully removed with the 16 fr glidelight laser sheath 500-303. A great deal of tissue, along with part of the lead, was outside of the 16 fr glidelight laser sheath 500-303, and they were pulled out together. After the last lead was removed, an effusion was noted on the trans-esophageal echocardiogram (tee). The patient's blood pressure dropped. Rescue efforts commenced. The cardiac surgeon was successful in repairing the svc/innominate vein perforation. The patient was transported to the intensive care unit (ICU) and extubated the same day.